Event description:
It was reported that customer experienced an issue where, early in the morning or at night, he occasionally had to change the cartridge and lost 50-70 units of insulin. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by technical support.